Event description:
The facility's nurse reported to baxter (B)(4) that solution did not flow through the filter of an interlink administration set. This occurred during infusion. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. Three samples were available for evaluation. A visual inspection revealed no abnormalities. A drop size delivery test was performed, and no abnormalities were found. The reported condition was not confirmed. The root cause of the reported condition was undetermined. A batch review could not be completed as the lot number was not provided by the customer.